Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. The visual inspection showed an all-around deformation of the outer conductor helix about 14 cm distal of the is-1 connector pin in the area of the ligature. This damage is probably the result of a tight fastening of the ligature thread. The analysis did not show any other deviations that could be related to the clinical complaint. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - it was reported that the lead was exchanged 3 days after the implantation because of a rising pacing threshold of 3.5 v on the day of the operation. No deterioration of the patient&#62688;state of health was reported. The lead was returned.